Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_12.6; -13.00/+4.5/2 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. On (B)(6) 2022 the lens was explanted; and on this same date in a separate surgery a replacement lens of longer length was implanted and this resolved the problem.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).